Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer states that she was having a problem with getting bubbles in the reservoir and cannot seem to stop them from getting in the reservoir. The customer stated that there were large bubbles in the reservoir when filling tubing and placing it in the insulin pump. The customer also stated that sometimes she will get the air bubbles while wearing the insulin pump and not notice. The customer was assisted through troubleshooting. The customer stated she did not want to remove the reservoir during troubleshooting because she checked the reservoir before the call. There were no leaks found in the insulin pump. The customer stated they did not have a plunger for the insulin pump. The customer stated she was due for a set change tomorrow and will back to be assisted with the complete set change. The reservoir will not be replaced nor will the reservoir will be returned for analysis.